Manufacturer narrative:
Eval summary: investigation confirmed the reported problem "it (ventilator) is not turning on" due to the internal battery being empty. However, the other problem "ventilator is shutting down with no warning" was not confirmed. During the eval, it was noticed that the power save mode setting on the ventilator was off. Note: if the power save mode is not on, it slowly discharges the battery. The ventilator was plugged into ac power to charge for 8 hours. The battery charge and discharge cycles were monitored and it was confirmed that the battery fell into trickle charge within 5 minutes after the charge test was initiated without any problems. The discharge test was also proceeded without further issue. The ventilator operated on internal battery for 11 hours and 15 minutes without shutting down. All the alarms initiated during discharge test. The battery was recharged for 8 hours after the test. The ventilator turns on normally both on ac power and internal battery. Calibration and operation verification procedure were performed and the ventilator passed all tests. H6. The reported problem, "ventilator is shutting down witn no warning" was not duplicated.